Event description:
Customer reported that on (B)(6) 2012 at 6:00 pm he received a reading of 387 mg/dl on his adc blood glucose meter, which was higher than he felt. He further reported self-administering 40 units of novolin 70/30 insulin. Several hours later, at 4:00 am ((B)(6), 2012), he experienced "weakness, anxiety, cold sweats" and a "seizure". No third-party medical intervention was required. Customer self-treated by ingesting an unknown number of glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). The date of manufacture is unknown.